Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a non-cordis indeflator inflated the saber rx (5mm2cm155) balloon; however, it ruptured at 3 atmospheres (atm) during its initial inflation. There was no reported patient injury. The product was clinically used and was discarded by the hospital. The lesion was the superficial femoral artery. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which has been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no visual anomalies confirmed. A non-cordis guidewire crossed the lesion and an ivus confirmed that the lesion had diffuse calcification. The saber pta was inserted and there was no set up difficulty confirmed although there was some resistance felt when it crossed the lesion.

Manufacturer narrative:
Complaint conclusion: as reported, a non-cordis indeflator inflated the 5x20mm 155cm saber rx percutaneous transluminal angioplasty (pta) catheter; however, it ruptured at three (3) atmospheres (atm) during its initial inflation. There was no reported patient injury. The lesion was the superficial femoral artery (sfa). A non-cordis guiding catheter was inserted from the common femoral artery (cfa) to make a cross-over approach and was delivered to the lesion. A saber pta, which has been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no visual anomalies confirmed. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. A non-cordis guidewire crossed the lesion and an intravascular ultrasound (ivus) confirmed that the lesion had diffuse calcification. The saber pta was inserted and there was no set up difficulty confirmed although there was some resistance felt when it crossed the lesion. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The balloon did not inflate normally. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17313575 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (diffuse calcification) and procedural/ handling factors (resistance felt when crossing the lesion) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a non-cordis indeflator inflated the saber rx (5mm2cm155) balloon; however, it ruptured at 3 atmospheres (atm) during its initial inflation. There was no reported patient injury. The product was clinically used and was discarded by the hospital. The lesion was the superficial femoral artery. A non-cordis guiding catheter was inserted from the common femoral artery to make a cross-over approach and was delivered to the lesion. A saber pta, which has been stored in a hygiene-managed storage, was taken out from its tray and inspected. There were no visual anomalies confirmed. A non-cordis guidewire crossed the lesion and an ivus confirmed that the lesion had diffuse calcification. The saber pta was inserted and there was no set up difficulty confirmed although there was some resistance felt when it crossed the lesion. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The balloon did not inflate normally. The product was removed intact (in one piece) from the patient.